Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker had eleven years remaining several months ago and recently at three years remaining. Boston scientific technical services discussed that the event and advised may need to be replaced. Analysis results received and stated that the battery diagnostic data indicates that the power consumption of this device has been increasing during the past year. The expected power consumption is about 36uw, however this device was currently consuming 116uw and the power consumption was expected to continue to increase. Moreover, this pacemaker exhibited premature battery depletion. This pacemaker was explanted. No additional adverse patient effects were reported.